Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cardioplegia temperature reading was always at fifty degrees celsius. The unit was not changed out as another device was used to keep track of the temperature. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) was able to duplicate the reported issue. The fsr was able to determine the cardioplegia output thermistor was stuck open. The fsr replaced the thermistor. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.